Manufacturer narrative:
(B)(4). The incident device was returned for evaluation. The jaws had been cleaned and the cord had been cut off prior to returning the device, therefore, functional testing could not be performed. Jaw gap and jaw splay were within specifications. This report was originally submitted under the reporting site registration number. A new MDR 3500a form has been submitted under the manufacturing site registration number. The new MDR number is 3006451981-2014-00224.

Event description:
The customer reported that the device was used for a total abdominal hysterectomy. Incomplete sealing occurred after an end tone was heard, indicating a completed seal cycle. Another device was used to complete the procedure. There was no bleeding, tissue damage or patient injury.